Event description:
A sales representative reported on behalf of the customer that the device, as-ifs1, airseal ifs, 120v, was being used in a hysterectomy procedure on (B)(6)2024 and ¿airseal ifs started to overpressure and then experienced an undesirable pneumo loss which caused delay to surgery.¿. Follow-up assessment found that "the pressure spikes were reading higher than normal and eventually the pneumo loss was sudden and the system kicked out of airseal mode (sounded like our pressure sensor was reading over pressure for a sustained amount of time). Instruments remained, but they went back into airseal mode shortly after and the pressure loss issue resolved. No patient injuries and were doing fine with normal recovery. Normal recovery without injury.". This occurred during a robotic procedure, and alarms did sound during the procedure. The procedure was completed with a delay of 6-8 minutes. There was no report of injury, medical/surgical intervention or extended hospitalization required for the patient. The ias8-100lp, 8 mm access port & low profile obt w/bladeless optical tip and the asm-evac1, tri-lumen filtered tube set with activated charcoal filter devices will be listed as concomitant devices; there are no allegations against them. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of the customer that the device, as-ifs1, airseal ifs, 120v, was being used in a hysterectomy procedure on (B)(6) 2024 and ¿airseal ifs started to overpressure and then experienced an undesirable pneumo loss which caused delay to surgery.¿. Follow-up assessment found that "the pressure spikes were reading higher than normal and eventually the pneumo loss was sudden and the system kicked out of airseal mode (sounded like our pressure sensor was reading over pressure for a sustained amount of time). Instruments remained, but they went back into airseal mode shortly after and the pressure loss issue resolved. No patient injuries and were doing fine with normal recovery. Normal recovery without injury.". This occurred during a robotic procedure, and alarms did sound during the procedure. The procedure was completed with a delay of 6-8 minutes. There was no report of injury, medical/surgical intervention or extended hospitalization required for the patient. The ias8-100lp, 8 mm access port & low profile obt w/bladeless optical tip and the asm-evac1, tri-lumen filtered tube set with activated charcoal filter devices will be listed as concomitant devices; there are no allegations against them. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history was reviewed, and no data was found. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 48 reports, regarding 48 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that when working in the airseal mode, it is possible that fluids can be extracted from the surgical field over the evacuation line and into the filter housing. In order to prevent contamination of the device, bodily fluid is retained by the fluid trap of the housing component. The capacity of the fluid trap is limited. A warning message and an audible signal will be emitted if the fill level low is reached. Airseal cannula and tubing placement should be checked to make sure no more fluid enters the fluid trap. At this point, insert airseal obturator and change the filtered tube set. Insufflation can be continued with full functionality. If fluid level high is reached, the airseal function will shut down. Insert obturator in airseal cannula to maintain pressure with normal insufflation. Change the tube set to finish the procedure. We will continue to monitor per regulatory requirements to help ensure patient safety.